Event description:
Operative report states on 9/14/84 the pt complained of having numbing in her right arm for three weeks. Pt's right side became hard and elevated and her left side became slightly elevated.